Event description:
It was reported that the staples jammed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the stapler was returned with the pawl spun out of position. This could prevent the staples from firing properly. The stapler was returned with 32 staples left in the cover block indicating that at least 3 staples were fired by the end user. The pawl was manually spun back into the correct position and an attempt was made to fire staples by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was able to properly form and release. This was repeated four more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin foam pad. All three staples fired were able to engage and close into the simulated skin foam pad. The remaining staples were fired from the stapler with no difficulty. The pawl being spun around out of position could prevent the stapler from firing properly. However, once the pawl was positioned correctly, the device worked properly. The root cause of this complaint is the pawl being spun out of place. It could not be determined how or when the pawl got out of position. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the pawl to spin out of position. After the pawl was put back in its correct position, the stapler was able to function with no issues. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that the pawl was out of position when it left the manufacturing site. The reported complaint of "clip jammed" was confirmed based upon the sample received. The stapler was returned with the pawl spun out of place which could prevent the staples from firing properly. The pawl was manually spun back into the correct position and all of the remaining staples were fired from the stapler with no difficulty. It could not be determined how or when the pawl got out of position. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that the pawl was out of position when it left the manufacturing site. Since it could not be determined when the pawl got spun out of position, the root cause of this complaint issue is undetermined.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product visistat 35w 6/box, lot# 73f1700489 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples jammed.